Event description:
The customer reported having high blood glucose over 600mg/dl and she believed the insulin pump was not delivering insulin. The customer treated her glucose level, but it did not drop. The caller changed the infusion set and reservoir as well the insulin twice. Instructed the caller to attempt changing again the infusion set and reservoir due to the leak. Troubleshooting was performed, and the drive support cap did not appear to be damaged. Advised the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).please see medwatch report # 2032227-2014-37183.